Manufacturer narrative:
Evaluation results: inherent risk of procedure - (failure to deliver stent). Patient's condition affected effectiveness of device (lesion morphology) - severe calcification. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. Inherent risk of procedure - (failure to deliver stent). (B)(4).

Event description:
Physician intended to use an endeavor resolute drug-eluting stent to treat a lesion in the rca with severe calcification. The target lesion was pre-dilated using a sprinter legend balloon. It was reported that the endeavor resolute stent could not pass through the lesion and the device was removed. No clinical sequelae were reported. Evaluation summary: the stent was positioned on balloon between the inner marker bands as per specification, however it had moved 1mm proximally. The distal tip is flared and damaged. The hypotube was kinked 62.5cm and 76cm distal to the strain relief. There was no damage evident to the returned stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).